Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, nicardipine and nitroglycerin were stocked in both refrigerated and room temperature pockets; however, when attempting to remove the medication, the room temperature locations were not available for selection. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admit discharge transfer (adt)/pis was unable to read loaded medications from the medstation devices, leading to the reported issue. A technical support specialist (tss) resent the load messages from the server to adt/pis to refresh and synchronize the medication data. Upon follow-up, the customer confirmed that the issue was resolved with no further concerns. The system functioned as intended after the technical support specialist troubleshot the device.